Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close completely. Another device was used to complete the case with no patient consequence. (B)(4)

Event description:
The customer reports that during a hospital stay, the following compact plus system/hospital system results were each obtained within 10 minutes but at separate times: 300 mg/dl/100 mg/dl 374 or 375 mg/dl/100 mg/dl 425 mg/dl/79 mg/dl. The customer also reports that at another time, he obtained another result of 470 mg/dl on the same compact plus system compared within 10 minutes of his doctor's system result of 159 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer no longer has the strip vial or drum, so no product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Orange indicator over traveled the analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.